Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that prior to the trans luminal angioplasty procedure, the device catheter part was allegedly missing. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one seeker support catheter was returned for evaluation along with a broken segment of the catheter. Visual evaluation of the sample revealed that the break took place approximately 68.6 centimeters from the strain relief. Therefore, the investigation is confirmed for break. A definitive root cause for the alleged catheter break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2021), h11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to the transluminal angioplasty procedure, the catheter allegedly had a break on the distal end. The procedure was completed using another device. There was no patient contact.